Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports which is linked to mfg report number 3004608878-2020-00764. A facility reported that patient underwent a first surgery on (B)(6) 2020 for cervical prothesis c4-c5. Subsequently, a second surgery was necessary on (B)(6) 2020 for laminectomy c3-c5 and posterior arthrodesis c3-c5 due to spinal contusion. The patient was placed in prone position and twice during the second surgery there was lost of hold of the mayfield ultra base unit (product ID a2101). The facility reported that the patient was at risk of major spinal cord injury; however, there was no functional deficit after surgery, and the patient was better after the second surgery. There was no known delay of surgery and no patient harm was reported.

Manufacturer narrative:
Unique device identifier: (B)(4). Service history review: a review of the service history records for the involved unit shows that the unit was returned three times (12/2014, 2/2019 and 2/2020) for overhaul repair. The mayfield ultra base unit was returned for evaluation: failure analysis: the evaluation verified that the unit was out of specification. The starburst teeth of the transitional member are damaged; the shock cushion is drawn into the base handle from usage and the left bracket is stuck. The damaged parts will be replaced along with some smaller parts. Root cause: the reported complaint was confirmed from the evaluation. The unit needs pm, repair, and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.